Event description:
On (B)(6) 2024 - the consumer claims the product made a popping noise and had sparks. No property or injuries occured.

Manufacturer narrative:
4/29/2024 - we have requested the device be returned to the manufacturer for an investigation. To date, we have not received the device.

Event description:
4/19/2004 - the consumer claims the product made a popping noise and had sparks. No property or injuries occured.

Manufacturer narrative:
4/29/2024 - we have requested the device be returned to the manufacturer for an investigation. To date, we have not received the device. 7/10/2024 - we have received the device from the consumer and completed an investigation. Below is the manufacturers narrative: the heating pad made a "puff" noise, popping noise. He states the heating pad had some sparks. This happened a week ago. He states he called in before but not documented. There was no property damage nor personal injury. No testing possible. Heated throw blanket sample was in a non working condition. As unit could not be tested, controller was taken apart and a component was found to have failed. The component failure was the mov, which is designed to absorb voltage spikes due to the power supply. The condition of the component would indicate it prevented a larger electrical failure by opening due too a voltage spike.